Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower scan values while her son, the customer, was wearing the adc freestyle libre sensor compared to the built-in meter. The customer experienced a headache and was provided 1 square of sugar, and 3 little cakes, by the grandmother. An unspecified blood glucose test was obtained on the built-in meter and the nurse provide the customer "1 bolus in insulin" for treatment. No further information was provided. There was no report of death or permanent injury. A sensor scan of 44 mg/dl compared to a built-in glucose test of 399 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower scan values while her son, the customer, was wearing the adc freestyle libre sensor compared to the built-in meter. The customer experienced a headache and was provided 1 square of sugar, and 3 little cakes, by the grandmother. An unspecified blood glucose test was obtained on the built-in meter and the nurse provide the customer "1 bolus in insulin" for treatment. No further information was provided. There was no report of death or permanent injury. A sensor scan of 44 mg/dl compared to a built-in glucose test of 399 mg/dl, when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant.